Event description:
Related MDR# 6000093-2007-00466. It was reported by the pt that 12 days post a coronary drug eluting stenting treatment procedure, a stroke occurred. Two taxus express2 drug eluting stents of unk size were successfully placed. One taxus stent was placed in the proximal right coronary artery (rca) and one taxus stent was placed in the distal circumflex (cx). Twelve days later, the pt had a stroke and was treated. Eight days later, the pt reported chest pain and was hospitalized. He is presently taking lipitor 80mg, plavix 75mg, capoten 6.25mg, tegretol, bilanton 200 mg, dilantin 300mg, heparin na 5000, aspirin 81mg, metoprolol 12.5 mg and nitroglycerine as needed. Further info was requested but was unavailable.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.